Event description:
The customer contacted stryker to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker determined that the cause of the reported issue was due to poor maintenance as there was no adequate charge-pak installed in the device for more than 3 years. This allowed the device's internal hybrid layer capacitor batteries to become depleted and permanently damaged. The device was archived by stryker.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker observed that the device was unable to start or power up. The device is unable to be repaired and will be scrapped per the customer's instructions. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if needed. There was no report of patient use associated with the reported event.